Event description:
Consumer complaint of e-5 error. Customer feels well and does not require medical attention. Customer states e-5 error appears after sample is applied. Customer was unable to perform blood test. Verified the strips expire 08/23/2016, unable to confirm the open date or storage of the strips. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with "lo" results demonstrate black chemistry. Black chemistry is a reaction of improper storage. Most likely underlying root cause of malfunction noted in the complaint: improper storage. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2015).